Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the patient's death there were no allegations against the functionality of the device. New information received indicates that the patient's family has retained legal counsel and filed a lawsuit. There were no specific allegations within the legal claim.

Manufacturer narrative:
Not returned. The device was likely buried with the patient as it has not been returned for analysis. There is no additional information related to this event. On june 17, 2005, guidant (boston scientific) issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Changes to try to prevent this failure mode were made august 2004. This device was manufactured before august, 2004 and is included in this population. We do not have sufficient information to determine that this device behaved in the manner described in the advisory.